Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge became dislodged from the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed customer to reload the cartridge as long as there was the minimum required amount of insulin inside the cartridge.